Event description:
It was reported that the sheath and resheathing process was not easy on the orbit galaxy complex xtrasoft coil (640cx0306/15898851) and there was friction and the device would not advance into the prowler 14 straight microcatheter. Additionally, after the event the coil was stretched, because the coil had been somewhat manhandled when it couldn't be re sheathed, and the coil was still attached to the delivery system. The guidelines were followed for use of the device, since the physician using this product is very familiar with the devices. No other damages were noticed on the device, and a constant saline drip was being run during the case. The procedure was completed successfully using addition galaxy coils. The target site was an aneurysm of the ica near the ophthalmic artery. There is no additional information the case was successful and last I checked the patient was doing well. Therefore, the account wanted the coil returned and replaced. Other devices used consisted of the revive ic and envoy da catheter. The target site was unknown, and it was very small lesion tortuous. The patient¿s present condition was excellent, and the device was returned for analysis.

Manufacturer narrative:
Concomitant product: prowler 14 straight microcatheter revive ic and envoy da catheter. A non-sterile orbit galaxy complex xtrasoft coil 3 x 6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found kinked. The support coil, gripper and embolic coil were received outside the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched and the acrobat stopper was found on the embolic coil. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found kinked. The gripper was found without damage while the embolic coil was found stretched and the acrobat stopper was found on the embolic coil. The orbit galaxy device was attempted to be re-zipped, but it could not be re-zipped due to the kink found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure experienced by the costumer as coil introducer ¿ zipping difficulty and unraveled was confirmed in functional test. The failure experienced by the costumer appears to be due to the kink condition found in the introducer; however, this and the damages found on the device may have occurred during used of the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
It was reported that the sheath and resheathing process was not easy on the orbit galaxy complex xtrasoft coil (640cx0306/15898851) and there was friction and the device would not advance into the prowler 14 straight microcatheter. Additionally, after the event the coil was stretched, because the coil had been somewhat manhandled when it couldn't be re sheathed, and the coil was still attached to the delivery system. The guidelines were followed for use of the device, since the physician using this product is very familiar with the devices. No other damages were noticed on the device, and a constant saline drip was being run during the case. The procedure was completed successfully using addition galaxy coils. The target site was an aneurysm of the ica near the ophthalmic artery. There is no additional information the case was successful and last I checked the patient was doing well. Therefore, the account wanted the coil returned and replaced. Other devices used consisted of the revive ic and envoy da catheter. The target site was unknown, and it was very small lesion tortuous. The patient¿s present condition was excellent, and the device was returned for analysis. A non-sterile orbit galaxy complex xtrasoft coil 3 x 6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found kinked. The support coil, gripper and embolic coil were received outside the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched and the acrobat stopper was found on the embolic coil. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found kinked. The gripper was found without damage while the embolic coil was found stretched and acrobat stopper was found on the embolic coil. The orbit galaxy device was attempted to be re-zipped, but it could not be re-zipped due to the kink found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure experienced by the costumer as zipping difficulty was confirmed in functional test, and coil-stretched was confirmed during the microscope analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally, the information provided, indicated that additional force and manipulation may have cause the additional damages. Inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time.